Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie did not open. The user attempted to restart the machine; however, the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that cubie lid failed to open. A technical support specialist (tss) remoted into the station and attempted retry actions three times, but the cubie did not respond. Using the tester application, the cubie was successfully opened through the conditional feature. After resetting the app, the user attempted to return medication, but the cubie lid again failed to open. Tss reopened it through the tester, allowed the medication to be placed back, and then restarted the machine. Post-restart, the user performed a cycle count and the cubie lid opened normally. Issue was resolved, likely caused by an obstruction blocking the lid movement. The system functioned as intended after the technical support specialist troubleshot the device.